Manufacturer narrative:
Reservoir: (B)(4), batch/lot # 0179205003, mfg. Date: 19-jul-2017, exp. Date: 19-jul-2022. Pump: (B)(4), batch/lot # 1000076795, mfg. Date: 21-mar-2018, exp. Date: 20-mar-2023.

Event description:
It was reported that ams700 inflatable penile prosthesis (ipp) replacement was performed due patient dissatisfaction for pain. There was no specific issue reported for the device. The patient condition was reported to be stable following the procedure.

Manufacturer narrative:
Reservoir: gtin#: (B)(4), upn#: 72404161, batch/lot#: 0179205003, mfg. Date: 19-jul-2017, exp. Date: 19-jul-2022. Pump: gtin #: (B)(4), upn#: 72404310, batch/lot#: 1000076795, mfg. Date: 21-mar-2018, exp. Date: 20-mar-2023. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that ams700 inflatable penile prosthesis (ipp) replacement was performed due patient dissatisfaction for pain. There was no specific issue reported for the device. The patient condition was reported to be stable following the procedure.